Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog. On (B)(6) 2017, a tandem clinical diabetes specialist reported that the customer was to continue to use the pump to manage diabetes. The customer had switched to using the contact detach infusion set and has had no issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (300-500 mg/dl). The pump supplies had been changed, correction boluses and insulin injections were performed to address the high bg levels. The customer did not know the cause of the high bg. During troubleshooting with tandem customer technical support (cts), the customer reported to have used humalog in the cartridge for 5 days. Cts informed the customer that humalog was labeled for 48 hours with the cartridge. A pump system check was performed using the current pump supplies and no device issue was noted. The pump data was reviewed and found that the customer had adjusted the pump settings multiple times when the high bg levels were occurring. Cts advised the customer to discuss the pump settings with a healthcare provider. The customer acknowledged the information. The customer was to try different types of infusion sets due to scar tissue. On (B)(6) 2017, the customer confirmed that the bg level had stabilized.